Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event found during investigation of (B)(4). The cause is unknown. No repairs were made to correct the reported condition. If any additional information is received, a follow up MDR will be sent. The failure that occurred was failure code 812:02, which occurred on channel a. This involved a colleague p1.5 infusion pump with user interface module master software version 6.63.92.

Event description:
During the event history review, a baxter technician discovered a colleague infusion pump with the condition of failure code 812:02:00, which interrupted delivery. The process step was before use as the issue was encountered during service. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.